Event description:
The pt received his scs system, including an ipg, on (B)(6) 2007. It was reported the pt's ipg will be explanted due to battery depletion. According to the physician, the pt has been consistently non-compliant with device care and charging due to mental health issues. It is currently unk if the facility will return the explanted products to the MFR for analysis after it is explanted. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.